Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper separated from the plunger before use. The following information was provided by the initial reporter, translated from portuguese to english: "the syringes have displacement of the black part of the plunger."

Manufacturer narrative:
H.6. Investigation: a photo of the product was received where it is possible to identify a failure in the plunger that lead to the detachment of the stopper. For this failure to occur, there may have been a partial clogging of the injection nozzle of the mold, which made it difficult for all material to penetrate the cavity, causing the final region of the part (plunger diameter) to be lacking in material. This type of wrong formation in the plunger is caused when there is a failure in the mold filling that forms the plunger. All evaluation, tests and cleaning methods in line were followed according the product DHR. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper separated from the plunger before use. The following information was provided by the initial reporter, translated from portuguese to english: "the syringes have displacement of the black part of the plunger."

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper separated from the plunger before use. The following information was provided by the initial reporter, translated from portuguese to english: "the syringes have displacement of the black part of the plunger."

Manufacturer narrative:
H.6. Investigation: since there are no photos or samples received and the DHR evaluation was performed, it was not possible to correlate the reported defect with a manufacturing problem. The product was approved with the correct sample quantity and according to the product specification. H3 other text : see h.10.